Event description:
It was reported that during thr, the handle of the sl-plus/sbg/ipa mia offset adapter 40mm broke, no pieces fell into the patient as the broken part remained in the broach handle. The surgeon inspected the break by assembling the 2 parts by hand on the back table, to assure no ¿chips¿ were unaccounted for. A smith and nephew back up device was available. No injury to patient or delay reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that during thr, the handle of the sl-plus/sbg/ipa mia offset adapter 40mm broke, no pieces fell into the patient as the broken part remained in the broach handle. The device, used in treatment, was returned for investigation. Upon visual inspection, the fracture of the clutch could be confirmed. A review of the production documentation did not reveal any deviation from the standard operating procedure. A review of the batch record revealed one additional complaint for the batch in question. However, the complaint was reported for another issue. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A review of past corrective actions was performed. Previous investigations revealed that under specific circumstances, the clutch of the device may fracture while hitting. The root cause is attributed to a design issue. A new design of the device has been released in order to reduce the reoccurrence of this issue. This version of the device will be monitored for similar issues. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product. No further escalation is required. Please note that according to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Furthermore, in the instrument sets of smith & nephew orthopaedics ag, there is always at least one backup rasp adapter available. The device returned for investigation will be discarded.